Manufacturer narrative:
Device evaluation: the evolution esophageal stent system ¿ partially covered device involved in this complaint was not returned for evaluation. With the information provided, a document-based investigation was conducted. This file is associated with the following complaints: (B)(4): migration not removed. (B)(4): migration not removed. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Instructions for use and/label review: the instruction for use (ifu0061) which informs the user about the potential adverse events associated with upper gi endoscopy include but are not limited to: allergic reaction. To contrast or medication, aspiration, cardiac arrhythmia or arrest, fever, hemorrhage, hypotension, infection, perforation, reflux, respiratory depression or arrest, vomiting. Additional adverse events include, but are not limited to: airway compression, allergic reaction to nickel, aortoesophageal fistula and arterioesophageal fistula, chest or retrosternal pain, death (other than due to normal disease progression), dysphagia, edema, erosion or perforation of stent into adjacent vascular structures, esophageal ulceration and erosion, esophagitis, fistula involving trachea, bronchi or pleural space, food bolus impaction, foreign body sensation or reaction, gas bloat, inadequate stent expansion, intestinal obstruction secondary to migration, mediastinitis or peritonitis, nausea, pain/ discomfort, reocclusion, sensitivity to metal components, sepsis, stent misplacement and/ or migration, tracheal obstruction, tumor ingrowth or overgrowth, wire entrapment." It should be noted that the instructions for use (ifu0061) lists ¿stent misplacement and/ or migration" as a potential adverse event. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined. A possible root cause can be attributed to known potential procedure/device complications and/or patients pre-existing conditions. D00534846-rev002 - new clinical triage complaint form evo pmcf MDR 2054) as previously noted, ¿stent misplacement and/or migration" is listed as a potential adverse event in the IFU. Confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: this file captures x 01 case of stent migration. According to the initial report, the patients experienced stent migration. It was reported that the migration was not removed. Severity +2 (negligible -temporary discomfort - medical intervention not required) has been assigned as per medical advisors input.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 06-oct-2025.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Migration not removed.